Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify which portion of the trocar piece or pieces were found in the patient. Was the tip of the obturator found in the patient? Or was a piece of the trocar sleeve found in the patient? Or was a piece of the trocar housing found inside the patient?

Event description:
It was reported that during a laparoscopic hernia repair, a foreign material like a parts of a trocar was found inside the patient¿s abdominal cavity. It was retrieved and the case was completed. No bleeding occurred. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n9034m, n90871. The analysis results found that a 23nbs device was received with the outer gasket torn. In addition, a petri dish was returned with the piece of the outer gasket. Upon visual inspection with magnification, the outer gasket was confirmed to have evidence of a mark which suggest that a pointy instrument was inserted through the trocar with excessive force. A possible cause for this damage is the use of sharp instruments during the procedure. Use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the gaskets which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.